Event description:
A patient in a study underwent a da vinci assisted sacrocervicopexy surgical procedure. Two days after surgery, prior to discharge, the patient developed a fever up to 37.8°c. Due to suspicion of a foreign body (mesh) reaction, antibiotics of levofloxacin 500 mg intravenous twice daily and anti-inflammatory diclofenac suppository 50 mg twice daily per rectum were initiated. The inpatient stay was extended for this reason. Following this, the symptoms improved, and the inflammatory markers showed a downward trend. C-reactive protein (crp) levels which were elevated, were significantly declining three days later. Discharge occurred the next day. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, probably related to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party instrument.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 174 cm., body mass index (bmi) 22.5 kg/m2. A review of the event was performed by an intuitive surgical medical safety officer (mso). The patient in this report had a postoperative fever. While the exact cause was never determined, the patient was treated with antibiotics which is a reasonable mitigating step since mesh was placed at the time of the index operation. No allegation is made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, this complication is probably related to the procedure itself. There is no evidence the complication is related to the da vinci system or to any patient underlying condition.